Event description:
It was reported that approx three to four weeks after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. The pt had one taxus express2 drug eluting stent placed in an unk vessel. Approx three to four weeks after stent placement the pt developed urticaria. The physician was unable to provide any additional info regarding this reaction.